Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review for part# 07.704.003s lot# dsd3236 release to warehouse date: 20apr2016; exp: 28oct2017, supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a planned ankle hardware removal on friday (B)(6) 2016, at the patient's request since the wound had healed and the patient no longer wanted the hardware implanted. There were (6) screws and (1) plate removed, all intact and no allegations against them. However, upon mixing the norian drillable inject 3cc-sterile, less than 3cc was able to be expelled from the syringe. The surgeon was expecting 3cc of norian drillable inject. There was a spare that the surgeon was able to prepare and use to fill in the bone void where the explanted devices came out of the patient. The surgery was completed without impact to patient and no time delay. The implanted devices were discarded and will not be returned. This complaint involves one device concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity 6), unknown plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was returned, only containing the syringe and 3cc rotary pouch. No other kit materials or packaging was returned for examination. The device was accompanied by a notification of decontamination. Decontamination method was not noted, and therefore the effects on device as received for examination cannot be determined. The syringe had approximately 1.5 cc of hardened material contained within the tip and cylinder. The rotary pouch was opened and contained approximately 1.8 cc of hardened material. No material was left in powder form. All material, to include that in syringe and pouch, were uniform in color and consistency. No other materials available for examination. A review of the device history record (DHR) for lot d3236 was conducted. No deviations were noted within the DHR that may affect the reported failure mode. The product met all pre-determined acceptance criteria. The lack of powder within the rotary pouch as well as syringe, in conjunction with homogenous color and texture of material, indicates the product was fully mixed with prescribed solution. The estimated total volume of product within the syringe and pouch is 3.3cc, meeting the required label claim of 3cc. The pouch contained the correct amount of material, and the device allowed for proper and complete mixing. No device failure can be noted. It is possible, but not known, that the material was not applied in a timely manner once mixed, and set in a hardened condition that did not allow for extrusion of product by physician. No manufacturing related issue was identified. A revision procedure where some devices were explanted occurred on (B)(6) 2016; however the complained device was not implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.